Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, pt experienced hemorrhaging at the surgical site and required stitches in 1997. Pt also reported continued, increased incontinence; leakage; increased urinary tract and bladder infections; hematuria, persistent pain in the left pelvic area; vaginal bleeding; and dyspareunia. The device remains in the pt. Therefore, no failure analysis is available. Without evaluating this deivce, the co was unable to determine if the device met specifications, and co is unable to determine the specific relationship of the device to the event, co's directions for use outline as potential complications: "infection...".